Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and the customer is wearing the cartridge for longer than 72 hours. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with ketones. Reportedly, the customer's husband assisted the customer by monitoring her blood glucose level and brought supplies to customer as needed. Elevated blood glucose levels were addressed by manual insulin injection.